Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the devices were not returned for analysis. Our investigation was limited to the review of the device history records, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 10/8mm amplatzer duct occluder (ado) and a 6f amplatzer torqvue 180 delivery system (dtv180) were selected for use. As the ado was deployed, it was found to be too large for the ductus and the user attempted to retract the ado into the dtv180 sheath; however, the ado's retention skirt became stuck at the delivery sheath tip and could not be fully retracted. The 6f dtv180 was replaced with an 8f amplatzer 180 exchange system (etv) and the 6f dtv180 was removed over the extended delivery cable. The etv sheath was attempted but found to be too large for the pediatric patient's vessels and was removed. A 7f dtv180 was selected for use. At this point, the patient developed an arrhythmia and became unstable therefore the physician inserted the 7f dtv180 sheath (without the dilator) into the target vessel and the ado was removed. Per report, the patient required administration of a cardiotonic (vasopressor support). The procedure was abandoned.